Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) and haptics did not unfold correctly. The lens was in contact with the patient. No further details was provided.